Event description:
After performing a renal ultrasound study it was reported that the logiq e9 system miscalculated the resistive index (ri) to be lower than the actual value. This occurred on separate occasions with two pt studies. In both cases, the user was storing images and the system intermittently and randomly displayed the miscalculated ri within the image. No serious injury was reported.

Manufacturer narrative:
A reviewing physician became aware of the miscalculation when reviewing the images in the study because they were not the same of similar between images. In response to this observation, the physician performed manual calculations using measured values displayed within the images and determined that the miscalculated ri was lower than actual on a few images within the study. The hospital noted that the reviewing physician could have requested more invasive testing to rule out stenosis if the miscalculation was not detected. Ge healthcare's investigation of the reported occurrence is ongoing. A follow up report will be provided once the investigation has been completed.